Event description:
It was reported that an unspecified malfunction/issue occurred. Date of event is an approximation. On (B)(6) 2025, it was reported that the pediatric patient was sitting down then all of a sudden, her eyes were a bit sunken in. While this was happening, the reporter took a blood glucose reading on the finger and it was 471 mg/dl. The patient was wearing a g7 sensor when this happened but it was not working. Both receiver and mobile showed "start new sensor" while in a sensor session for an unspecified number of days. This issue reportedly already happened "before" the onset of symptoms, but the duration between the sensor problem and the onset of symptoms was not described. The patient was reportedly still wearing the g7 sensor for an unspecified length of time despite this. The caller then called an ambulance. She did not know if a bg reading was taken by the paramedics. Treatment and management of the hyperglycemia was unknown to the parent. However, she confirmed that within the day, the patient stabilized. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. Date of event is an approximation. On 06/06/2025, it was reported that the pediatric patient was sitting down then all of a sudden her eyes were a bit sunken in. While this was happening, the reporter took a blood glucose reading on the finger and it was 471 mg/dl. The patient was wearing a g7 sensor when this happened but it was not working. Both receiver and mobile showed "start new sensor" while in a sensor session for an unspecified number of days. This issue reportedly already happened "before" the onset of symptoms, but the duration between the sensor problem and the onset of symptoms was not described. The patient was reportedly still wearing the g7 sensor for an unspecified length of time despite this. The caller then called an ambulance. She did not know if a bg reading was taken by the paramedics. Treatment and management of the hyperglycemia was unknown to the parent. However, she confirmed that within the day, the patient stabilized. Data was received and investigated. The allegation and probable cause could not be determined. No additional patient or event information is available.